Event description:
On september 10, 1998 sscor, inc rec'd a s-scort duet aspirator, model #2014 for repair. A sscor technician evaluated the unit. The unit was found to have a non-functional thomas, ind pump. The thomas, ind pump was dissected and evaluated by the sscor repair dept. The pump was found to have a broken eccentric assembly. Subsequent to the pump eval sscor contacted the owner of the aspirator. The biomedical dept of the hosp originally handled the aspirator and sent it back for repair. Biomed explained that the aspirator was rec'd and shelved for about a week. Upon removal from packaging the aspirator was found to have weak suction and a high noise level. Biomed sent the aspirator back for repair or replacement. The aspirator was never put into active svc thus it was never used on or around pts.